Event description:
The patient reported, he thinks he damaged the piston rod on his backup insulin infusion device because he was tightening the adapter too tight. He stated, he received the infusion device in 2007, and on the afternoon, his wife noticed he had tightened the adapter so tightly that "no insulin was coming out." He sated that once he loosened the adapter, the infusion device began working. He said he feels he damaged the piston rod so that it could not "push" the insulin out as well. He stated that as a result, he had elevated blood glucose readings that were "50-60 points" above his normal readings of 100-150 mg/dl. He stated he has had no further issues since he switched to his primary infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.